Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure the lead became stuck approximately 1-2 centimeters beyond the end of the introducer sheath. The lead would not advance or retract with the pushing in or tension back toward the sheath. The helix appeared retracted on fluoroscopy but the lead still would not advance or pull back. Ultimately, the lead pin was cut and the larger sheath was advanced over the lead, past the tip of the lead. This freed the lead tip and allowed for removal. A new lead was implanted. No patient complications have been reported as a result of this event.